Event description:
The following has been reported: biomed reported: minor pump issue. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 2 failure. Device passed initial testing including mock infusions without issue. No internal damage or fault was identified during investigation. The pump was reverted to manufacturing mode and passed pneumatic hardware testing several times consecutively. New log files were pulled and did not indicate any failures. Given the history of repeated valve 2 failures, the valves will be replaced as a precautionary measure.